Manufacturer narrative:
(B)(4). Awaiting return for evaluation. Device manufacture date: june 2008.

Event description:
The device is part of a recall population and it was reported to have a faulty battery.